Event description:
A 74 yo pt with hx of sick sinus syndrome, s/p pacemaker placement with medtronic model 4004m ventricular lead. Subsequent to placement she had an extensive stroke. This left her confined to bed or wheelchair since that time. Cardiocare reported failure to capture in april 97, which was confirmed on subsequent ekgs. She was scheduled for admission 6/4/97 for probable lead change and elective replacement of generator. During surgery on the 6th of june despite multiple attempts we were unable to pass a new lead. Decision was made to cap the old lead and explant the old generator. Post op she was generally stable. She had one instance of chest pain while straining at the stool which was relieved with nitroglycerine. She was discharged back to nrsg home 6/9/97 in stable condition.